Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated upon inspection of lift, it was observed 1 bolt to be missing, the motor casing was damaged and completely disconnected from the reliant lift frame. There was also one more screw loose that seemed to not be a manufactured bolt but replacement. The reporter stated that maintenance stated that they "believe" that the bolt under the motor snapped during use but did not recover any damaged bolt from the facility or patients room in which the event took place. Also maintenance could not confirm if this lift was inspected before use or any maintenance was done prior . Reporter stated believes that either the facility did not assemble lift correctly (missing bolt) or that the equipment was tampered with onsite before the event took place. There was no evidence of a broken bolt . And there is no bolt to account for. Further more, our ramat medical labels and serial numbers were removed from equipment which suggests that the lift was tampered with at some point. Update from 10/23/2015: service technician stated there was no injury, patient was barely lifted off bed when it broke and just dropped them back in the bed and the lift part was on them. The reported event did not cause any injury.